Event description:
(B)(4). I've had irregular periods, severe cramping, spotting between periods, back pain, headaches and bloated stomach. People have asked me if I am pregnant by the way I look. I've had surgical removal of cervical cells and endometriosis. I'll feel a little better after recovery but then another symptom appears and its another issue. Currently the severe sharp pain is the most urgent issue.